Manufacturer narrative:
This investigation shall be performed by the legal manufacturer elos. All information received have been forwarded to elos for complaint investigations and regulatory reports. This record can be closed.

Event description:
During omega twin hook surgery, the surgeon inserted the twin hook and side plate to patient bone. When the surgeon inserted the compression screw, he found that the compression screw broke. The surgeon could not removed the shaft part of compression screw.

Event description:
During omega twin hook surgery, the surgeon inserted the twin hook and side plate to patient bone. When the surgeon inserted the compression screw, he found that the compression screw broke. The surgeon could not removed the shaft part of compression screw.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.